Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his insulin pump only allowed him to do a three day maximum. Customer's blood glucose was 52 mg/dl. He stated he had treated his low blood glucose with food. Customer was advised that his enlite sensor is only made for the new insulin pump. No additional information provided.